Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners were noted during visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She could not recall any significant event leading to this alarm and stated that no button was pressed for more than three minutes. The blood glucose reading was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.